Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with possible premature battery depletion from their implantable cardioverter defibrillator. It was unknown if battery depletion was premature or due to normal output settings. Device was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.